Event description:
It was reported that during a coronary artery stenting treatment procedure, stent damage occurred. The target lesion was in the left anterior descending (lad) coronary artery. A 2.75 x 16mm liberte' bare metal stent (bms) has been selected to treat the target lesion. When the device was removed from its protective casing to prepare the device for use, it was noticed that the stent was damaged. The device was not used in the procedure. The procedure was completed with another device. There were no pt complications reported with the pt's current condition listed as "stable".